Manufacturer narrative:
H3, h6: given the nature of the reported incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the adverse event was likely caused partially or wholly by the user of the product. The clinical root cause of the hip mass cannot be definitively confirmed. However, the mass and possible polyethylene wear resulting in slight superior migration of the head is likely related to the increased anteversion and increased abduction angle of the acetabulum component. The instructions for use document related to total hip systems revealed in postoperative care section that normal daily activity may be resumed at the physician¿s direction. Patients should be advised to seek a medical opinion(s) before entering potentially adverse environments that could affect the performance of the implant, such as electromagnetic or magnetic fields, including a magnetic resonance environment. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a left thr revision performed on the (B)(6) 2018, the patient developed a mass on the left hip that does not invade the bone. Images show significant vertical inclination of the cup with concerns for polyethylene wear resulted in slight superior migration of the head. The patient status is unknown and how it was treated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.